Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Evaluation summary: as received, the lead is severely kinked with all wires broken approximately 6.5cm from the stimulation end. Unfortunately, no functional testing could be performed due to the broken wires. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system, including a percutaneous lead, on (B)(6) 2010. It was reported the lead was explanted and replaced due to a fracture. The explanted lead was returned to the manufacturer for analysis. Follow up on the patient found no further issues reported.